Manufacturer narrative:
(B)(4). Insulin pump received with frozen display due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform the displacement, a21 alarm and self test or verify a21 alarm due to frozen display.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had frozen display. Insulin pump screen was not completely blank. The insulin pump will be returned for analysis.